Event description:
The customer contacted baxter's technical service center to report a connection issue related to the titanium adapter. This problem was found during use. The home patient (hp) reported a disconnection between the transfer set and titanium adapter. The hp reconnected the transfer set to the titanium adapter and continued treatment. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. Since the lot number is unknown, no batch review will be performed. This complaint is confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. The cause was undetermined. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.